Event description:
Lobectomy procedure. Ralc30v dlu was fired and partially stapled, leading to a small amount of bleeding at the staple line. Dlu did not staple correctly across the pulmonary artery. This was used with the pes100 which is suspect. Manual sutures were used to complete the case without further incident.